Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with blood glucose levels above 600 mg/dl. The customer suffered dehydration and abdominal pain. The customer stated that she delivered 20 units of insulin via the insulin pump, but her blood glucose levels remained high. Troubleshooting was performed and the insulin pump was programmed correctly. The customer did not have supplies to run the prime and high pressure tests. The customer asked to have the insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.